Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the needle joint was broken when the vulvar wound was sutured. There was no patient injury.